Event description:
Koru medical became aware of a report stating "during setup, patient (she) inserted the syringe like normal, it ejected the syringe. (She) caught it. Patient was able to infuse dose using another pump they received from previous pharmacy." No adverse events occurred. A return material authorization was initiated for return of the pump to koru medical for evaluation. The pump listed in this report was received by koru medical on 19-aug-2025 and is pending evaluation a this time. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.